Event description:
The pt underwent coil embolization of an aneurysm in the va-pica (posterior inferior cerebellar artery). The target vessel characteristics were unk. When the trufill helical fill 3mmx10cm (catalog/lot unk) was delivered as a second coil, leakage of saline was observed at the syringe (complaint product) connector tube. Other syringe was used after third coils to continue the procedure. There was no adverse consequence to the pt. Additional info has been requested.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.